Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that both valves are permeable. Adjustment test: the progav valve was tested and is adjustable to all specifiied pressures. Braking force and brake function test: the brake functionality test has shown that the bake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. Results: first, we performed a visual inspection of the progav shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. Additionally, we tested the adjustability as wll as the brake functionality and bak force of the progav valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve, we have found minimal build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the valves were shown to be permeable. However, it is possible that the deposits observed inside the valve have caused the malfunction in the past. . As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the fin inspection when release from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported post operative valve returned with no information. The reporter indicated that a post-operative progav system w/sa 20 a.sprung reservoir was explanted on (B)(6) 2019 was returned with no additional information received. Additional information has been requested.